Event description:
Event description cpi received information that this myocardial unipolar lead (4312) was removed from service due to no pacing at 10v. A bipolar endocardial tined lead (0012) was implanted. This was noted during a replacement procedure of an automatic implantable cardioverter defibrillator (aicd) for normal battery depletion. It was not noted which lead had the problem, we are reporting on the 4312-059364, and noting the 4312-059708 electively came out at the same time.